Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, emergency medical services (ems) assisted the customer. No additional information was provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.